Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) chile alleging that the patient¿s onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred on (B)(6) 2015 at 10:30am. The reporter detailed that the patient does not currently take any medication to manage his diabetes and that he continued to follow his usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms however stated that at ¿10:30 to 11:00am on the same day¿ he was admitted to the emergency room (ER) where he had his blood glucose tested on a clinic meter which gave a result of ¿400mg/dl¿ and that he was treated with IV fluids. At the time of troubleshooting the cca noted that it was not the first time the product had been used. Replacement products were sent to the patient. This complaint is being reported because the patient received medical intervention from a healthcare professional for a blood glucose excursion after the alleged meter issue occurred.